Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon plugging the vasoview hemopro endoscopic vessel harvesting system into the generator there was immediate activation. The device was immediately unplugged and a replacement hemopro was obtained. The procedure was completed successfully with no harm or injury to the pt. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were burnt. The shaft tip component was misaligned, it was bent at the tip of the shaft connection. The device was bloody. A functional test was performed with the returned device and a reference power supply and extension cable. The device passed the functional test, with steam and heat generated during several device actuations. Based upon the functional test, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number -(B)(4).